Manufacturer narrative:
Citation: yu kw, wu ch, lin tm, tai wa, luo cb, chang fc. Endovascular management of post-irradiated carotid blowout syndrome in patients with lower neck cancers. Eur j vasc endovasc surg. 2024;67(5):708-716. Doi:10.1016/j.ejvs.2023.12.036. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient demographics: provided mean age of 58 and 27 males, therefore, patient info reflects 58 years-old male. A4: patient weight is not available. B3: date of event is unknown, therefore, 04-jan-2024 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: review of the manufacturing records could not be performed as a valid lot number was unavailable. H3: engineering evaluation could not be performed as the information is not available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature "chang fc. Endovascular management of post-irradiated carotid blowout syndrome in patients with lower neck cancers" in eur j vasc endovasc surg 2024. This prospective study evaluated the outcome of endovascular management of post-irradiated carotid blowout syndrome (pcbs) in 59 patients with lnc by comparing reconstructive management (re) in 28 patients and deconstructive management (de) in 31 patients between 2015 and 2021. Re was performed by stent graft placement covering the pathological lesion and preventive external carotid artery (eca) embolization without balloon test occlusion (bto). Second, a self-expandable stent graft, gore® viabahn® endoprosthesis with heparin bioactive surface was deployed to obtain adequate coverage of the carotid segment involved by the pathological process. The results of re group were as follows. Rebleeding from treated vessel [n=2], this group was treated by performing coil embolisation of the whole carotid artery or a second stent graft to cover the bleeder. One patient with a treated carotid bifurcation [cbf] had rebleeding as type 1 endoleak from the proximal margin three weeks after procedure and was treated with reintervention. A second larger size stent graft was placed proximal to the first one. Stroke was noted in three patients with 1 week post procedure. Asymptomatic distal marginal stenosis after stent placement was noted in 3/28 patients with approximately 30 - 50% stenosis and no further stent graft occlusion. Asymptomatic stent occlusion was noted in 2/28 patients.

Manufacturer narrative:
H6: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. Gore® viabahn® endoprosthesis with heparin bioactive surface instruction for use (IFU) states the following: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion.